Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during basal delivery. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.